Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 531 (mg/dl). Customer administered a correction bolus to treat elevated bg levels. Although additional information was requested, customer declined any further troubleshooting on the reported event. Customer reported that they would consult with their health care provider to discuss adjustments to pump settings.